Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released. During preventative maintenance (pm) performed at the customer site, the thermogard hq temp mgt console (sn (B)(6) failed initial functional testing due to extensive saline damage to the pump rotor. The likely root cause for the corrosion damage was a saline spill in the raceway rotor assembly. During visual inspection of the thermogard console, corrosion damage of the pump rotor was observed. The thermogard console failed the initial functional test due to the pump rotor issue. The raceway rotor assembly was replaced to remedy the issue. Following service, the thermogard console passed all tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for thermogard hq temp mgt console with sn (B)(6).

Event description:
During preventative maintenance (pm) performed at the customer site, the thermogard hq temp mgt console (sn (B)(6) failed initial functional testing due to saline damage to the pump rotor. No patient involvement.